Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterus wall pain'), menorrhagia ('menorrhagia') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (ess205) (batch no. 620754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In august 2013, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). In september 2013, the patient experienced uterine pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), the first episode of hypertension ("hypertension"), dysmenorrhoea ("dysmenorrhea (cramping),") and the second episode of hypertension ("blood or heart disorder/condition type: developed hypertension/high blood pressure") and was found to have weight increased ("weight gain/weight gain"). The patient was treated with surgery (ablation and robot surgery hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine pain was resolving and the menorrhagia, uterine leiomyoma, vaginal haemorrhage, migraine, headache, dysmenorrhoea, weight increased and the last episode of hypertension outcome was unknown. The reporter considered dysmenorrhoea, headache, menorrhagia, migraine, uterine leiomyoma, uterine pain, vaginal haemorrhage, weight increased, the first episode of hypertension and the second episode of hypertension to be related to essure (ess205). The reporter commented: discrepancy noted: date of implant" (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received. Event hypertension was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterus wall pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 620754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced uterine pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and robot surgery hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine pain was resolving and the menorrhagia, vaginal haemorrhage, migraine, headache, hypertension, dysmenorrhoea, uterine leiomyoma and weight increased outcome was unknown. The reporter considered dysmenorrhoea, headache, hypertension, menorrhagia, migraine, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: date of implant" (B)(6) 2005 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterus wall pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 620754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced uterine pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and robot surgery hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine pain was resolving and the menorrhagia, vaginal haemorrhage, migraine, headache, hypertension, dysmenorrhoea, uterine leiomyoma and weight increased outcome was unknown. The reporter considered dysmenorrhoea, headache, hypertension, menorrhagia, migraine, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: date of implant" (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received : reporters information updated. Lot number added. Event: injury were updated to abnormal bleeding (vaginal). New event: menorrhagia), migraines / headaches, blood or heart disorder/condition type: developed hypertension, dysmenorrhea (cramping),weight gain, fibroids, uterus wall pain, plaintiff does not undergo essure confirmation test were added. Historical drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.